Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and display anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had to double press buttons and sticky. It was reported that the screen was scratched and had to tilt to read screen rainbow effect. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with cracked reservoir tube lip and minor scratches on display window noted. (B)(4).